Event description:
This patient had a lap band in 2007. She had very good weight loss of 50 to 60 pounds when she began to develop some difficulty in maintaining the amount of saline that was in the band. It was tested on several occasions resulting in inability to keep the saline within; therefore, a leak was suspected in the port. There was a little bit of fluid around the port.